Manufacturer narrative:
(B)(4): the customer reported that a monitor fell and was damaged. No pt harm was reported. It was confirmed that the monitor fell due to user error while in use for pt transport. There was no device malfunction. No further investigation or action is warranted.

Event description:
The customer reported that a monitor fell and was damaged. No pt harm was reported.